Manufacturer narrative:
PMA: k170852.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 72.5 and 104.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil was advanced out of its introducer sheath with a knot in it. Conclusions: evaluation of the returned device confirmed that the podj pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced, then resistance is encountered, damage such as a kink may occur. Further evaluation of the returned device revealed that the embolization coil had a knot in it. The knot in the embolization coil was likely incidental and may have occurred while packaging the device for return to penumbra headquarters. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached a podj using a lantern delivery microcatheter (lantern). While advancing the second podj into the lantern, its pusher wire became kinked and the podj could not be advanced more than about 50 cm into the lantern. Therefore, the physician removed the podj and completed the procedure using the same lantern and additional podjs. There was no report of an adverse effect to the patient.